Event description:
Our rep. Is reporting to us that during an arthroscopic meniscal repair with the use of omnispan for fastening, the surgeon experienced some usage issues with the devices; patient had a tight anatomy. It appears that on attempting to deploy the fastener the surgeon over penetrated and while backing out the delivery gun the surgeon noted that the fastener had not deployed and was stuck on the inserter needle; suture cut and fixation device removed from joint. The surgeon employed a second omnispan fastener successfully. At this point, the surgeon switched to a rapidlok fastener to complete the repair and noticed that the silicone tubing from the 1st or 2nd omnispan device had fallen off of its inserter needle and was in the joint space. The tubing was easily retrieved and the procedure was concluded successfully without further issue or harm to the patient. Complaint device discarded at user facility.

Manufacturer narrative:
The complaint device is not being returned, which precludes conducting an evaluation; however, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. We cannot tell anything from this; however, the event report states that the anatomy was tight and that possibly because of this the surgeon over penetrated the deployment, which is a possible cause for the issue. Outside of that consideration, we cannot discern any other root or underlying cause for the reported failure mode. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.